Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The small grasping retractor instrument was analyzed and found to have a broken distal pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis.

Event description:
It was reported that during central processing, the small grasping retractor had a frayed cable. There was no report of patient injury.